Manufacturer narrative:
On an unreported date "three days ago", the peritonitis event occurred. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. The patient was hospitalized for the event and was discharged three days later. The patient was treated with meropenem injection (1.5 grams, intraperitoneal daily, ongoing at the time of this report) for peritonitis. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information is available.